Event description:
It was reported that the customer experienced a malfunction in their insulin pump. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.